Manufacturer narrative:
The reported issue was discovered during a demonstration.

Event description:
It was reported that during the use of the device for a non-clinical activity, the central control monitor (ccm) froze after pressing the perfusion menu. After an hour the perfusion screen opened. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed that the screen would freeze when the perfusion button was selected. It was determined that the touch screen was the cause of the problem. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.